Manufacturer narrative:
The sample was received sealed inside its pouch, indicating it was not used. Visual inspection as well as an inflation/deflation test was performed and no leaks were observed. All components were found to be according to applicable drawings and specifications for this sample. Therefore the reported event is not confirmed. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the process. A device history record review was performed; all records indicated that the product was released accomplishing all quality requirements. Information has been added to the database and trends will continue to be monitored.

Event description:
Medtronic received a report the endotracheal tube had a cuff leak. It was reported that replacement of the tube was required.